Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first firing was fine. After the first firing the clips would fire open, not firing at all or fire fine. The clips fell into the patient, but were retrieved. The case was completed with the device. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.